Event description:
The facility reported a colleague infusion pump with a malfunction of "failure". Paperwork included with the device when it was returned for servicing specified the failure as failure code 808:02. During product evaluation at baxter, it was discovered that the event occurred during delivery based on device event history review. There is no patient injury or medical intervention related to the reported condition. No additional information is available.the pump was categorized as remediated pump with software version 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was determined to be a faulty pumphead module. Per the customer's request, the device was returned unrepaired. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at approximately 8pm. The patient indicated she manages her diabetes with insulin (self adjuster) and in response to the alleged power issue, the patient indicated she continued with her usual dose of novolog and levimir at an unknown time later. Twenty four hours after the alleged power issue occurred, the patient claimed she developed symptoms of nausea and thirst. The patient denied receiving any treatment after the reported issue began. During troubleshooting, it was discovered that the alleged issue was a result of the subject meter inadvertently falling into the toilet. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.